Manufacturer narrative:
Additional information was received indicating that the patient had been trialed with a competitor device which had negative results. The patient was then implanted with boston scientific devices and the patient is now fine.

Event description:
A report was received that following a lead implant procedure, the patient's wounds were weepy. The patient underwent an explant procedure wherein their leads were removed. The patient was still unwell following the explant and will return to the hospital.

Event description:
A report was received that following a lead implant procedure, the patient's wounds were weepy. The patient underwent an explant procedure wherein their leads were removed. The patient was still unwell following the explant and will return to the hospital.

Manufacturer narrative:
Additional information was received that the weepy wounds had some fluid coming from them. The event was due to a competitor's device and is unrelated to any bsc device.

Event description:
A report was received that following a lead implant procedure, the patient's wounds were weepy. The patient underwent an explant procedure wherein their leads were removed. The patient was still unwell following the explant and will return to the hospital.